Manufacturer narrative:
The tah-t remains implanted and continues to support the patient. Ce 4670 initial.

Event description:
The customer, a syncardia certified hospital, reported that the patient was having a catheter change out for his dialysis catheter and during this procedure experienced a decrease in cardiac output. The customer also reported that the cardiac output for the left ventricle was 3.5, and the right ventricle was 1.3. The right waveform showed extreme preliminary resistance, and the right flow waveform showed very low flow from the right side. The customer also reported that they called the syncardia interim director of clinical support and provided information on the patient. The syncardia interim director of clinical support discussed adjustments on the driver to help fill volume and cardiac output. The customer also reported that the patient subsequently underwent surgery and the doctor disconnected the right ventricle. The doctor found a clot on the tricuspid valve. The doctor cleaned out the right ventricle, indicated it was in pristine condition, and replaced it back in the patient. The customer also reported that the catheter had gotten infected and a large clot occluded it, but when they changed out the catheter, the clot was freed and was lying over the tricuspid valve. The customer also reported that after leaving the operating room, the patient's cardiac output was back to normal and the waveforms were appropriate. The customer also reported that prior to the operating room, the patient was very lethargic.